Manufacturer narrative:
(B)(4), secondary surgery, excessive. (B)(4).

Event description:
The reporter stated the surgeon implanted an 12.5mm icm125v4 implantable collamer lens on (B)(6) 2010 in pt's left eye. The lens was explanted on (B)(6) 2011 due to excessive vaulting. Subsequently, the pt had pupil block with elevated iop. The lens was exchanged for a shorter lens.